Event description:
Two endeavor rx drug-eluting stents were successfully implanted to the pt. (MFR report # 2953200-2009-01305). At the 30 day follow up, the pt was asymptomatic. Approx five months after the index procedure, the pt was hospitalized due to stent thrombosis and one stent from another manufacturer was implanted with a good result.

Manufacturer narrative:
(Secondary intervention) - evaluation results: (stent thrombosis, tvr).